Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. The Date of event is an approximation. On 0(b)(6)2026, the patient contacted Dexcom to report a glucose accuracy concern that occurred on an unspecified prior date and time. The patient was unable to recall the exact date of the event but requested that it be documented on (b)(6)2026. The patient reported that the CGM was displaying a glucose reading of approximately 40 mg/dL. To verify the reading, the patient attempted to perform a fingerstick blood glucose (FSBG) test using a blood glucometer; however, the device repeatedly displayed error messages and did not provide a glucose result. The patient reported no symptoms despite the low CGM reading. Because he was unable to obtain a confirmatory glucose measurement and was concerned about his glucose status, the patient sought evaluation in the Emergency Department (ED). Upon arrival, testing revealed a BG value of approximately 800 mg/dL, while the CGM continued to display approximately 40 mg/dL. The patient reported that attempts to obtain a blood glucometer reading continued to result in error messages during the event. There is no documentation of hyperglycemia symptoms. The patient received treatment with intravenous (IV) insulin and remained in the ED for approximately 5 hours before being discharged the same day. At the time of the report, the patient stated that he was feeling well and reported no ongoing symptoms. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.